Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The biomedical technician at the customer site found the sample probe was out of adjustment and performed all sample probe adjustments. Calibration and qc were performed successfully. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of analyzer alarms and a questionable hemoglobin a1c result from the cobas 4000 c311 analyzer. The initial result was 11.2% and the repeat result was 9.8%. The repeat result was believed correct.